Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A clinical review found the information provided is insufficient to determine whether the patient¿s signs, symptoms, or outcome are due to a pre-existing or concurrent medical or surgical condition or procedure, or to an experience with the smith and nephew device, one or more of its components, or its intended therapeutic action. However, without supporting clinical documentation, we are unable to determine if the reported use of the additional electrode may have caused or contributed to this event. It was reported the surgeon used a new wand to complete the procedure and the patient¿s outcome was reported as alive. Therefore, no further clinical/medical assessment is warranted at this time. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after an ent procedure in which the halo wand was used, the patient presented secondary bleeding in shock, requiring transfusion and emergency return to theatre ,the patient was brought back to theatre with a bleed from the tonsillar fossa and this had to be fixed with bipolar, it looked like the tonsil capsule had been breached. A new wand was used. Patient outcome is alive. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.